Manufacturer narrative:
The device was archived by the manufacturer.

Event description:
It was reported that while the battery was being removed from the charger at the user facility, it sparked and shocked the user. No treatment was necessary to the user. There was no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that while the battery was being removed from the charger at the user facility, it sparked and shocked the user. No treatment was necessary to the user. There was no delay, no medical intervention and no adverse consequences were reported with this event.